Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient complained of not feeling well after device was implanted on the right side of the chest. Follow up with the physician's office disclosed the patient was seen approximately six weeks ago and atrial ventricular optimization was performed. The device was reprogrammed and remains in use. Patient was seen again approximately two weeks ago and patient was "feeling better". No patient complications have been reported as a result of this event.